Manufacturer narrative:
Due to the hospital's strict privacy laws, it has not been possible to obtain any product information for the breeze meter or autodisc test strips. This includes product codes, serial/lot numbers, and manufacture dates. It is also not known if or when any product will be returned for evaluation.

Event description:
The customer's son called and alleged that his father's breeze meter was reading high compared to hospital lab tests. The meter was replaced, but according to the son, the new meter continued to read 2-3 mmol/l higher than the lab tests. The customer was admitted to the hospital for a myocardial infarction. The customer was also a type 2 diabetic who used insulin to control his high blood glucose. While in the hospital, the customer's blood glucose was tested using his breeze meter and a venous lab test. The breeze meter read high compared to the lab results. On one occasion, the breeze meter read 10.6 mmol/l compared to the lab result of 1.6 mmol/l. The customer went into a coma. He died, the details surrounding this event are inconclusive. Bayer is working with the hospital to obtain more information.